Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed flowrate test 21.15 g" was not reproduced. Evaluation performed flow testing and the device passed the test. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flowrate test 21.15 g during testing. There was no patient involvement. No additional information is available.